Event description:
The pt was being fed using a pump. The subject device (an administration set) was removed from its package and the safe-t-valve was noted to be broken. The nurse decided to use it anyway. The device was properly installed on the pump and feeding started at 2:30 pm. 500 cc of an enteral feeding solution were hung, and the pump was set to deliver 30ml/hr. The pump alarmed at 4:00 pm. The nurse then observed that 200 cc had been delivered. The nurse also stated the pump set was still properly connected to the pump at that time. The nurse could not remember which alarm feature was displayed. There was no illness, injury or medical intervention reported in association with the event. One pt involved.